Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 977 mg/dl, as the infusion set did not deliver insulin because of a kinked cannula. The infusion set had been used for one day. Consequently, on (B)(6) 2021, she went to the emergency room and stayed there for three to four hours. Subsequently, she was admitted to the intensive care unit due to diabetic ketoacidosis but was not in coma and she was administered fluids of saline, insulin therapy and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Reportedly, this issue occurred with one set only. Further, there was no damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.